Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed. A field service engineer remoted into the cabinet and found that the remote manager was sensing the door as open when it was actually closed. Reseated the cables and applied black grease to the latch tip to ensure the latch cables attached properly. Tested the door and confirmed it was functioning correctly. The customer also tested, completed an inventory, and confirmed the door was working fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was closed, but the sensor registered it as open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.